Event description:
Additional information was received from a consumer. Intervention to resolve the empty pump was the pump was refilled. The empty pump that resulted in withdrawal has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 15 mg/ml dilaudid at a dose of 3.597 mg/day and 250 mcg/ml clonidine at a dose of 59.95 mcg/day via an implantable infusion pump for cervical/neck and spinal pain. It was reported that within 2-3 years ago the patient had withdrawals happen twice within a 6 months timeframe. The withdrawal was due to schedulers forgetting to call the patient in for appointments instead of the patient setting up her appointments herself and she was forgotten. The patient stated that the pump ran out and with was the reason for the withdrawals.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.